Manufacturer narrative:
(B)(4).

Event description:
It was reported that in preparation for an angioplasty procedure, guide wire coating damage occurred. While prepping the amplatz super stiff guide wire, it was observed that the wire coating was cracked and peeling. The procedure was completed with another unspecified wire. No patient injuries or complications were reported.